Event description:
The pt reported experiencing pain and intermittency with his device. External equipment was exchanged. Programming changes were made; however, the reported problem was not resolved. Additional testing could not be conducted due to pt's discomfort. The decision was made to reimplant the pt's device.